Manufacturer narrative:
(B)(4). Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered ¿likely¿ or ¿unlikely¿ to cause or contribute to death or serious injury if the malfunction were to recur. (B)(4). The device history record for this lot number was reviewed. 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force is within specification. According to the device history record, the device met specification prior to market release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A 2.0mm gem flow-coupler was selected for vein anastomosis in an abdominal free flap procedure. It was reported that a flow-coupler ring slid out of the wing jaw assembly while the surgeon was attempting to implant the device. It was reported that a flow-coupler ring slid out of the wing jaw assembly of a second device while the surgeon was attempting to implant it. At this time it is unknown how the anastomosis was completed. It was reported that there was significant additional ischemia time and that the flap was lost. No additional information is available at this time.